Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged half way but did completely pop out. As a result, the balloon could not remain inflated, causing the tunnel to collapse. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. (B)(4).